Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap gastric bypass procedure, the suture was loaded into the handle but upon usage, the suture popped off of the needle. Another suture was loaded to resolve the issue, but it was a continuous problem with multiple reloads. The needle fell into the patient cavity but was retrieved through the trocar. No adverse events have been reported.